Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pacing lead was not pacing. It was also noted that the pacing lead and introducer fell from the physicians hand. The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.